Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has not charged their implantable neurostimulator (ins) since (B)(6) 2020. The manufacturer representative (rep) will meet with the patient to do a physician mode recharge. No patient symptoms were reported. The patient was confirmed to be overdischarged. They stopped charging because they feel the same with stim off/on. A prm was performed and the issue was resolved.